Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance out of range. The lead was removed and a new lead was implanted. The patient developed an aspiration pneumonia after the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the patient never recovered to the pre-operative healthy state and is deceased. A request for information about the circumstances of death and the cause of death was made, but not obtained.